Event description:
It was reported through the research article ¿evaluation of morbidity and mortality in patients over 65 years of age with left ventricular assist device implantation¿ that the heartmate 3 (hm3) may be associated with stroke, device thrombosis, driveline infection, and death. 64 patients were included in the study and were grouped according to age, and they were implanted with heartmate 3, heartmate ii, or heartware left ventricular assist devices (lvads). In the control group, svo (cerebrovascular event) occurred in 23 out of 42 patients (55%), while in the study group, svo occurred in 3 out of 12 patients (25%). Device thrombosis was observed in 12 patients (29%) in the control group and in 1 patient (8.3%) in the study group. Driveline infection developed in 20 patients (48%) in the control group and in 4 patients (25%) in the study group. The one-year mortality rate was 14% (6 patients) in the control group and 8.3% (1 patient) in the study group. Outcomes were not broken down by lvad type.

Manufacturer narrative:
Manufacturer's investigation conclusion: sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Department of cardiovascular surgery, baskent university, ankara, turkey; department of anaesthiology and reanimation, baskent university, ankara, turkey. Sarp beyazpinar, d., balla, e., okay karslioglu, a., akpinar, d., tugba yamac, e., gultekin, b., has hasirci, s., kesimci, e., tankut akay, h., & sezgin, a. (2024). Evaluation of morbidity and mortality in patients over 65 years of age with left ventricular assist device implantation. Transplantation, 108, 326.6. A direct correlation between heartmate 3 left ventricular assist systems (lvas) and the reported events could not conclusively be established through this evaluation. The serial numbers of the heartmate 3 left ventricular systems in use were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this document lists adverse events that may be associated with the use of the heartmate 3 lvas, including death. No further information was provided. The manufacturer is closing the file on this event.